Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(6).

Manufacturer narrative:
The product associated with batch 4j02652 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous investigation, is applicable to this complaint investigation. This previous investigation is open. Therefore, this complaint will remain open until completion of the previous investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that he developed an ulceration described as red and with minimal depth under his wafer. His size is approximately one half (0.5) inch by one quarter (0.25) of an inch and is approximately one eighth to one fourth of an inch away from the stoma. Drainage was reported but the type and amount were not provided. The patient sought treatment from his colorectal surgeon and was prescribed a salve (name not provided), which he has not yet obtained from the pharmacy. Four days later, the patient sought further treatment from a nurse practitioner, who recommended treatment with absorbent wound dressing product and an wafer seal. The patient further indicated a biopsy may be performed in order to make an appropriate diagnosis. No further details were provided.

Manufacturer narrative:
Additional information: previous applicable nc investigation has been completed. The investigation revealed that the complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user as a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).